Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. The explanted valve has been returned for evaluation; however, the analysis is still in progress. A supplemental report will be submitted with findings once the evaluation is complete.

Event description:
Edwards received information that this 21mm aortic pericardial valve, implanted approximately six (6) years, was explanted due to aortic stenosis secondary to calcification. This device was originally implanted for aortic valve replacement to correct aortic regurgitation. Blood flow had been slightly increased from immediately after implant surgery, and it was 2.5m/sec. After an implant duration of approximately two (2) years, blood flow was 3.0m/sec. After an implant duration of approximately four (4) years, blood flow was 3.2m/sec., and peak pressure gradient was 40mmhg. After an implant duration of approximately five (5) years, blood flow was 3.7m/sec., and peak pressure gradient was 55mmhg. After an implant duration of approximately five (6) years, blood flow was 5.2m/sec., aortic valve area was 0.44cm2, and peak pressure gradient was 110mmhg. This device was explanted and replaced with a mechanical valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿recovered¿ in the ICU.

Manufacturer narrative:
X-ray demonstrated heavy calcification on leaflet 1, moderate calcification on leaflets 2 and 3, and wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 3 at the inflow aspect. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow and heavy at the outflow aspect. Host tissue fused leaflets 2 and 3 by approximately 5mm near commissure 3 on the outflow aspect. The root cause for the calcification and host tissue remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.